Manufacturer narrative:
A. Patient information not provided by customer. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while priming, oxygenator was noticed that the top was filling with water and the oxygen port was breaching. This was a pediatric oxygenator, and this happened during the blood prime. No blood leak was noted. The oxygenator was exchanged. After further information, possible blood leak with water was also concern. They had to change the complete circuit concerned for blood contamination.